Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, high blood glucose levels, and cardiac arrest. It was also reported that the insulin pump had a history anomaly, in which the manual entry and bolus history had been erased. The blood glucose reading at the time of admittance was between 100 to 599 mg/dl. The customer's mother stated that the customer had started to feel sick and removed the insulin pump prior to admittance because she stated that the device was not working properly. The caller stated that she had been vomiting. She also reported that the batteries had died in the device, and before she could replace them, she had lost the settings. She stated that the programmed settings remained but the history had been erased for several months back. She clarified that it was a few months prior to the event when the insulin pump had gone 24 hours without a battery. Advised to call back for troubleshoot as needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.